Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the definitive le study: during the procedure post turbohawk, it was noted that patient had small dissection at distal end of the lesion. The dissection was treated effectively with angioplasty and the dissection was resolved immediately.